Manufacturer narrative:
Device available for evaluation: yes device date returned to manufacturer: aug 06,2024 device evaluated by manufacturer: yes device evaluation: the lens was received in a vial which was in a bag that was in the original folding carton. Also received was the original lens case, patient stickers, an implant notification card and an opened sterilization pouch. Visual inspection reveal that the lens was received with a cut on the optic body and the cut extends through the haptic drill hole. The cut haptic is missing. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b,: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the patient was getting a "piggy back" lens placed in the sulcus of his eye. When the lens was inserted into the eye it flipped upside down. It was decided that we would remove the lens and replace it, rather than try to flip it. Miostat was used to reduce pupil size. The patient is doing well. No injury or additional medical intervention was required. No further information was provided.